Event description:
The nurse attempted to hang a pt's chemotherapy infusion. The drug was started and began leaking from the smartsite bag access port that had a red cover on it at the injection site underneath bag. About 4-5 drops were noted leaking through the port. The infusion was stopped and a chemo spill kit retrieved and used. Drug sent back to pharmacy.